Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a brain infection after the leads were implanted. He was now getting better.